Event description:
I had essure implanted in (B)(6) of 2013 and since this procedure. I have been in constant pain stemming from severe, debilitating pain on my left hip/pelvic area, irregular periods, dizziness, cramping, loss of appetite and bloating.